Manufacturer narrative:
Investigation results a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3333567. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: july 27 ready to give the patient infusion anti-infection treatment, connected to the infusion device, open the infusion, see the liquid from the infusion connector oozing, immediately replace the infusion connector, the liquid did not leak out.